Event description:
Pt with an superior vena cava filter underwent placement of a multi-lumen central venous catheter. As the physician was placing the line in the right subclavin vein, the guidewire became entangled in the superior vena cava filter. The pt was taken to vascular radiology where the guidewire was removed under fluoroscopy. There was no harm done to the pt. A review of the product insert reveals that it does not contain a cautionary statement about placing catheters in pts with inferior vena cava filters. This is a published complication, but not all medical specialties may be aware of it. This incident raises the question of whether all product inserts for central catheters should include a cautionary statement regarding pts with indwelling filters.